Manufacturer narrative:
No similar complaints have been recorded for 73-scs025, lot 9104. Instructions state, "caution: after processing, the bi is hot and under pressure. Always allow to cool for ten (10) minutes before crushing. Failure to do so could cause the glass ampule inside the bi vial to burst which may result in injury."

Event description:
Dealer/distributor reported that customer stated 2 vials from the same box exploded in their hand when cracking them open.